Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pelvic pain") and device breakage ("if you had your essure removed, did you retain the essure or any portion of it? Yes") in a 38-year-old female patient who had essure (batch no. 509812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2015: patient underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho tri-cyclen lo from 1999 to 2001. Concurrent conditions included overweight, chest pain, fibroids, adenomyosis, leiomyoma nos, chronic cervicitis and bartholin's cyst. Concomitant products included iron for anemia, acetylsalicylic acid (aspirin) and diltiazem hydrochloride (cartia xt) for svt, levothyroxine sodium (synthroid) for thyroid disorder and colecalciferol (vitamin d) for vitamin deficiency. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced headache ("headaches"). In 2007, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), constipation ("constipation") and dyspareunia ("dyspareunia/ painful intercourse") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced hypothyroidism ("thyroid issues (hypothyroidism)"). In 2009, the patient experienced menorrhagia ("menorrhagia"), memory impairment ("forgetfulness"), libido disorder ("libido issues") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced supraventricular tachycardia ("supraventricular tachycardia") and anaemia ("anemia"). In 2010, the patient experienced breast cyst ("breast cysts"). In (B)(6) 2013, the patient experienced vaginal cyst ("vaginal cyst"). In 2014, the patient experienced abdominal distension ("bloating/ big belly"), arthralgia ("joint pain"), allergy to metals ("reactions to jewelry") and rash erythematous ("large rashes/ large red rashes on my chest and on my hip"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and haematochezia ("blood in stool"). On (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 10 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), emotional distress ("emotional distress"), feeling abnormal ("brain fog") and vaginal infection ("chronic vaginitis"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), doxycycline, metronidazole and surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, supraventricular tachycardia, alopecia, fatigue, feeling abnormal, memory impairment, libido disorder, abdominal distension, anxiety, arthralgia, haematochezia and constipation was resolving, the device breakage, emotional distress, hypothyroidism, weight increased, vaginal cyst, breast cyst, bacterial vaginosis, dyspareunia, anaemia, allergy to metals, vaginal infection and rash erythematous outcome was unknown and the menorrhagia and headache had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, anxiety, arthralgia, bacterial vaginosis, breast cyst, constipation, device breakage, dyspareunia, emotional distress, fatigue, feeling abnormal, haematochezia, headache, hypothyroidism, libido disorder, memory impairment, menorrhagia, pelvic pain, rash erythematous, supraventricular tachycardia, vaginal cyst, vaginal infection and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 203 ibs approximate weight at the time of essure placement: 170s ibs. The device was removed with two coils(on left side) appearing from the ostium. The device was activated and removed with five coils(on right side) visible from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia and chronic vaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pelvic pain") and device breakage ("if you had your essure removed, did you retain the essure or any portion of it? Yes") in a (B)(6) female patient who had essure (batch no. 509812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity (B)(6). On (B)(6) 2015: patient underwent hysterosalpingogram. Previously administered products included for an unreported indication: ortho tri-cyclen lo from 1999 to 2001. Concurrent conditions included overweight, chest pain, fibroids, adenomyosis, leiomyoma nos, chronic cervicitis and bartholin's cyst. Concomitant products included iron for anemia, acetylsalicylic acid (aspirin) and diltiazem hydrochloride (cartia xt) for svt, levothyroxine sodium (synthroid) for thyroid disorder nos and ergocalciferol (vit d) for vitamin deficiency. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced headache ("headaches"). In 2007, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), constipation ("constipation") and dyspareunia ("dyspareunia/ painful intercourse") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced hypothyroidism ("thyroid issues (hypothyroidism)"). In 2009, the patient experienced menorrhagia ("menorrhagia"), memory impairment ("forgetfulness"), libido disorder ("libido issues") and anxiety ("anxiety"). In (B)(6) 2009, the patient experienced supraventricular tachycardia ("supraventricular tachycardia") and anaemia ("anemia"). In 2010, the patient experienced breast cyst ("breast cysts"). In (B)(6) 2013, the patient experienced vaginal cyst ("vaginal cyst"). In 2014, the patient experienced abdominal distension ("bloating/ big belly"), arthralgia ("joint pain"), allergy to metals (" reactions to jewelry") and rash ("large rashes/ large red rashes on my chest and on my hip"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and haematochezia ("blood in stool"). On (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 10 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), emotional distress ("emotional distress"), feeling abnormal ("brain fog") and vaginal infection ("chronic vaginitis"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), doxycycline, metronidazole and surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, supraventricular tachycardia, alopecia, fatigue, feeling abnormal, memory impairment, libido disorder, abdominal distension, anxiety, arthralgia, haematochezia and constipation was resolving, the device breakage, emotional distress, hypothyroidism, weight increased, vaginal cyst, breast cyst, bacterial vaginosis, dyspareunia, anaemia, allergy to metals, vaginal infection and rash outcome was unknown and the menorrhagia and headache had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, anxiety, arthralgia, bacterial vaginosis, breast cyst, constipation, device breakage, dyspareunia, emotional distress, fatigue, feeling abnormal, haematochezia, headache, hypothyroidism, libido disorder, memory impairment, menorrhagia, pelvic pain, rash, supraventricular tachycardia, vaginal cyst, vaginal infection and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement: (B)(6). The device was removed with two coils(on left side) appearing from the ostium. The device was activated and removed with five coils(on right side) visible from the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, chronic vaginitis. Most recent follow-up information incorporated above includes: on 17-jan-2019: plaintiff fact sheet and medical record received. Event added: thyroid issues (hypothyroidism), supraventricular tachycardia, hair loss, weight gain, vaginal cyst, breast cysts, menorrhagia, bacterial vaginosis, fatigue, brain fog, forgetfulness, libido issues, bloating/ big belly, anxiety, joint pain, blood in stool, constipation, dyspareunia, headaches, anemia, large rashes, reactions to jewelry, if you had your essure removed, did you retain the essure or any portion of it? Yes, chronic vaginitis. Event outcome was updated for the event: anxiety, supraventricular tachycardia, hair loss, fatigue, brain fog, forgetfulness, bloating/ big belly, libido issues, joint pain, pain/ severe and persistent pelvic pain, blood in stool, constipation, headaches. Concomitant drugs and conditions were added. Historical drug was added. Historical conditions were added. Reporter information was added. Lot no. Was added. Treatment drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.